Event description:
It was reported that, during an atrial fibrillation ablation procedure, after approximately 15 minutes of catheter manipulation in the left atrium, the temperature reading on the generator became intermittent and afterwards there was no temperature displayed. Changing the cable did not solve the issue. The catheter was easily removed from the patient. Once removed, it was not reinserted in the patient. There was no evidence of catheter fracture observed. A new catheter was used to resolve the problem and the procedure could be continued. No adverse patient consequences were reported. On (B)(4) 2014 the catheter was received at the biosense webster failure analysis lab (fal) and a scratch was observed on the catheter tip dome. The clear (pebax) sensor sleeve has been scratched, causing a small hole under the flap of material, measuring 1mm from the distal edge of ring #2 to the start of the scratch. Upon requested, additional information was received stating that the catheter damage identified at the fal was not noticed, when the catheter was retrieved from the patient neither when it was shipped for analysis. The customer did not report the damage; however the cause of the damage remains unknown. Biosense webster has thus assessed this event as reportable with (B)(4) 2014 as the new alert date for this report.

Manufacturer narrative:
(B)(4) was reported that the temperature reading displayed in the rf generator became intermittent until the point where no temperature was displayed. The returned device was visually inspected upon receipt and the tip dome had a scratch on it. In addition, the clear sensor sleeve (pebax) had a small hole. These conditions were not reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Due to these returned conditions, the affiliate was contacted and he stated that the catheter was in good conditions prior to ship it. Therefore, it can be concluded that the damage pebax occurred during the catheter shipping and not during the procedure. Then per the reported event, the returned device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were shorting inside the tip section. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. In addition, a corrective action has been opened to address and resolve the damaged pebax on smart touch issue.

Manufacturer narrative:
This supplemental report is in response to the FDA request dated january 29, 2015. Please provide a summary of the results for any investigation, evaluation, and/or failure analysis, including root cause identification, relevant to the reported event. Please include: a complete description of methodology (ies) used an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved. Any conclusions reached based on the investigation and analysis results. It was reported that while performing an ablation procedure, the complaint device did not read temperature. Bwi has assessed ¿no temperature¿ reading events as not reportable; it is listed in the risk management document as a low risk, since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, on october 14, 2014 the catheter was received at the biosense webster failure analysis lab. During visual inspection, the clear sleeve, known as the pebax, had a small tear and tip dome had a scratch on it. Biosense webster has assessed the pebax tear as an MDR reportable event, as the integrity of the catheter was compromised. Per the reported temperature issue, the returned device was evaluated for electrical resistance by connecting the complaint device to an electrical test box. The catheter failed to meet specifications and it was noticed that the thermocouple wires were shorting inside the tip section. The customer complaint for temperature reading issues was confirmed. For the pebax investigation, the pebax from the returned device was analyzed with the scanning electronic microscope (sem), and the analysis indicated that the pebax presented mechanical failure similar to tears, rips, cuts, pin hole punctures, but there was no evidence of material degradation. In addition, the device history records for the pebax lot numbers involved in the complaints were reviewed and no anomalies were found in the records. Finally, the device history record of the lot number related to the returned device was reviewed and no anomalies were found. The current manufacturing process includes 2 individual work stations where the catheters are 100% inspected for damages. During the investigation it was verified that two online inspections properly detect any damages with the pebax. Based on this investigation, the root cause of the pebax damage remains unknown. However there was evidence within the return device of potential mishandling since damages were also encountered on the tip dome of the device. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. As described in response #1, the root cause for pebax damage remains unknown within the risk assessment for both process and design. Please provide all relevant information which your firm used to determine that the reported event is occurring with greater or lesser frequency and/or severity, than is stated in the labeling for the device, or expected (i.e. Where the device labeling is silent on event frequency and severity). In your response, please provide the expected and observed frequency and severity for the reported event with this device and, as applicable, the family of devices it belongs to. Based on the risk management document, the severity ranking for ¿no temperature¿ malfunctions is negligible and the likelihood is improbable. ¿no temperature¿ issue is not related to the pebax damage issue if the pebax damage is observed during the procedure, the physician needs to exchange the catheter to proceed the case, this would lead to an intra-procedural delay which would have a limited patient impact. If the pebax damage exposes the internal components to the circulating blood pool, there is a possible risk of thromboembolism. However, there have not been any adverse events reported for this type of pebax damages. Based on the current complaint information the likelihood was assessed as low. Please provide a complete list of all related medical device reporting (MDR) access numbers, as well as the reason for their inclusion in the trend. For the pebax damage issue, bwi assessed this event as indicative of a reportable complaint if the integrity of the catheter has been compromised. All complaints for which pebax damage is discovered are thoroughly assessed and included as MDR complaints. Below is a list of complaints for which pebax damage was reported to the FDA: report# : 9673241-2015-00125, (B)(4). 9673241-2014-00468, (B)(4). 9673241-2014-00509, (B)(4). 2029046-2014-00475, (B)(4). 9673241-2014-00630, (B)(4). 9673241-2014-00591, (B)(4). 9673241-2015-00037, (B)(4). 2029046-2014-00487, (B)(4). 9673241-2015-00034, (B)(4). 9673241-2015-00067, (B)(4). 2029046-2015-00046, (B)(4). 9673241-2015-00078, (B)(4). 2029046-2015-00039, (B)(4). 9673241-2014-00234, (B)(4). 9673241-2014-00452, (B)(4). 9673241-2015-00037, (B)(4). Please describe any findings from "corrective action has been opened to address and resolve the damaged pebax on smart touch issue" and what actions have been taken to mitigate any related device failures. As described in response #1, the root cause for pebax damage remains unknown. Although based on the investigation the manufacturing process and the manufacturing online inspections were deemed adequate. It cannot be ruled out potential damages within manufacturing. For that reason, the following actions had been included in the CAPA to address further opportunities within the manufacturing processes: consistent inspection magnification in (B)(4) (fixed in each microscope at 6-8x). Completed by november 2014. Changing current manual cutting process for pebax to an automated process.

Manufacturer narrative:
(B)(4) it was reported that the temperature reading displayed in the rf generator became intermittent until the point where no temperature was displayed the returned device was visually inspected upon receipt and the tip dome had a scratch on it. In addition, the clear sensor sleeve (pebax) had a small hole. These conditions were not reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Due to these returned conditions, the affiliate was contacted and he stated that the catheter was in good conditions prior to ship it. Additionally, a sem analysis was performed over the damaged areas and results showed clear evidence of mechanical damage on the dome material. Moreover, the pebax presented evidence of elongations caused by a peeling off condition, ruptures and deformations. It is very likely that an unknown object caused the mechanical damage on the dome and pebax while the catheter was shipped back for analysis then per the reported event, the returned device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were shorting inside the tip section. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. In addition, a corrective action has been opened to address and resolve this issue.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).